Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. A 24mm closure device was deployed in the patient but did not meet release criteria. The closure device was fully recaptured and removed from the patient. The physician then attempted a 27mm watchman flx pro laa closure device & delivery system. This device was recaptured and redeployed four times in an attempt to meet all release criteria. The physician deployed the closure device another time in the laa of the patient and after deployment it was discovered that the patient had a pericardial effusion. The patient's blood pressure dropped at the same time that the effusion was noted. The wds was removed from the patient and the patient was given protamine. The procedure was aborted after the effusion was discovered. The physician performed a pericardiocentesis and removed 500cc of blood from the patient which was auto transfused. The patient received one unit of blood during treatment for the effusion. The patient is expected to make a full recover from this event and the plan is for them to stay two nights in the hospital.

Manufacturer narrative:
H6 patient codes: cardiac tamponade added e0605.

Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. A 24mm closure device was deployed in the patient but did not meet release criteria. The closure device was fully recaptured and removed from the patient. The physician then attempted a 27mm watchman flx pro laa closure device & delivery system. This device was recaptured and redeployed four times in an attempt to meet all release criteria. The physician deployed the closure device another time in the laa of the patient and after deployment it was discovered that the patient had a pericardial effusion. The patient's blood pressure dropped at the same time that the effusion was noted. The wds was removed from the patient and the patient was given protamine. The procedure was aborted after the effusion was discovered. The physician performed a pericardiocentesis and removed 500cc of blood from the patient which was auto transfused. The patient received one unit of blood during treatment for the effusion. The patient is expected to make a full recover from this event and the plan is for them to stay two nights in the hospital. It was further reported that the patient experienced a pericardial effusion with cardiac tamponade.